Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to replaced. The computer was replaced and software was reloaded. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was displaying ¿no input detected¿. The site verified the display cables were fully seated, rebooted the system, and unplugged the ac without resolve. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer hardware was damaged. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: MDR 1723170-2019-00114 follow-up #1 included duplicate system checkout analysis instead of including the following part analysis. The computer was returned to the manufacturer for analysis. Analysis found that the hard drive was missing, and "no input detected" messages were observed during testing. After a hard drive was installed, the computer functioned as expected. Analysis found that the reported event was related the hard drive missing. If information is provided in the future, a supplemental report will be issued.